Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description: malfunction of the protector. This occurred when preparing abraxane. The edge of the protector is broken. The needle has fallen out. Is the lot information available for the device involved? Unknown. Is the protector assembled manually or using the assembly fixture? The protector assembled using the assembly fixture. To clarify- the housing clips that attach around the vial and the needle, both broken during assembly? Unknown, noticed after assembly.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one p50j sample was submitted to the quality team for investigation. Upon evaluation, one clip on the protector was found bent, the needle was detached, and a broken metal piece¿likely originating from the vial cap¿was included. The product undergoes multiple inspections throughout the manufacturing process to ensure quality and functionality in accordance with established procedures. However, since the specific lot associated with this incident is unknown, a device history review cannot be conducted, and additional retained samples cannot be assessed. Based on the information available, no root cause related to the manufacturing process can be identified at this time. The most likely root cause is improper assembly between the protector and the vial, potentially due to incorrect placement of the protector within the m-12 assembly fixture. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.